Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. A remote monitor transmission showed the right ventricular (rv) lead triggered an alert for high threshold and it was noted that there has been a steady increase in the bipolar pacing impedance. Follow up was conducted and no reprogramming has been completed at this time. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead is now exhibiting undefined high pacing impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.